Event description:
Intubated pt being transported from one hospital to another. Portable ventilator malfunctioned and discontinued operating while en route. Other equipment was available to ventilate pt.